Event description:
Customer reported that there are intermittent black lines in the images. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced a faulty interconnect cable. System operates as intended.